Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc subfascial hammock were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and repliform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic assisted vaginal hysterectomy, sacrocolpopexy and a/p repair. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/24/2016. (B)(4). Details: it was reported that following insertion the patient experienced urinary problems, bowel problems, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2010 by dr.(B)(6), (B)(6) and (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6).